Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a damaged lens. During analysis, the customer's reported concern regarding "alarms without battery" could not be confirmed of any faults. Event log history showed a medium alarm of cannot start pump, which is typically from air being detected at startup. Sensor check functional presented no problems under test. Service performed recalibration as a precaution. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump was "alarming without battery." It was reported that the issue occurred during testing and that there was no patient involvement. No adverse effects were reported.